Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was hot to touch and multiple temperature alarms occurred while the pump was in the customer's pocket and at a temperature of 72 degrees (fahrenheit). Customer's blood glucose (bg) ranged from 127 to approximately 260 mg/dl. The customer changed supplies and delivered a bolus to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Reportedly, the customer simply cleared the alarms and continued using the pump for insulin therapy.